Event description:
It was reported that 4 bd ultra-fine pen needles were unable to deliver insulin. The following information was provided by the initial reporter: the patient reports that in the last batch purchased, 4 of the 10 used needles were bent on the inside part, where it attaches to the syringe. The quality deviation was visualized, because when performing the flow test, insulin ejection did not occur.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). Initial reporter addr 1:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd ultra-fine pen needles were unable to deliver insulin. The following information was provided by the initial reporter: the patient reports that in the last batch purchased, 4 of the 10 used needles were bent on the inside part, where it attaches to the syringe. The quality deviation was visualized, because when performing the flow test, insulin ejection did not occur.

Manufacturer narrative:
H6: investigation summary customer returned several images of 3 used 4mm, 32 gauge nano pen needles from lot 1096018. The images show that all of the pen needles have bent cannulas on the non-patient side of the hub¿s needle cannula. This damage would result in the pen needles appearing to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula while tightening the pen needle into place. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, bd found that the pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-apr-2022. H.6. Investigation: customer returned samples and several images of 3 used 4mm, 32 gauge nano pen needles from lot 1096018. The images show that all of the pen needles have bent cannulas on the non-patient side of the hub¿s needle cannula. This damage would result in the pen needles appearing to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula while tightening the pen needle into place. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, bd found that the pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that 4 bd ultra-fine pen needles were unable to deliver insulin. The following information was provided by the initial reporter: the patient reports that in the last batch purchased, 4 of the 10 used needles were bent on the inside part, where it attaches to the syringe. The quality deviation was visualized, because when performing the flow test, insulin ejection did not occur.